Event description:
During a turp procedure, the tip of the rotating continuous flow resectoscope inner sheath cracked into pieces and fell into the pt. The pieces were all retrieved from the pt. The procedure was completed. The pt was elderly and has expired.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly. A conversation with (B)(6) revealed that the device had been repaired by a third party repair facility prior to the surgery.